Manufacturer narrative:
A lot check revealed no other reports or complaints were received. The product was not returned by the consumer for analysis.

Event description:
Angioedema [angioedema], upper and lower lips were swollen [lip swelling], mouth became very dry [dry mouth]. Case description: a consumer reported that they, an elderly female age (B)(6) years, used fixodent denture adhesive, food seal plus scope flavor cream as directed once daily beginning (B)(6) 2013, with last known use on (B)(6) 2013, and has been to the emergency room 3 times after developing swelling in her upper and lower lips on 3 or 4 occasions. The most recent bout of swelling was a week ago; she had applied the fixodent and the corner of her upper lip became 'unbalanced' and looked a little swollen; in a matter of a day or two, all of a sudden both lips swelled. Frightened that her throat would close, she went to the emergency room where they checked and her throat was fine; she was given an unspecified injection and observed overnight that time, from 19:30 to 04:30, before being released to home with the advice to see an allergist (she had an appointment scheduled for (B)(6) 2013). Previous emergency room visits included treatment with intravenous fluids, observation, and changes in her blood pressure medication, being released to home after a few hours, once the swelling would go down. A month ago when her lips swelled, she called the medical center where she lived in a retirement community; the doctor said that she should ice if she developed any other symptoms but she just had the swelling lips. The consumer reported that she used fixodent early this morning, (B)(6) 2013, slept a little bit, and awoke with a very dry mouth; it was then that she thought her symptoms might be related to her use of fixodent with scope. She mentioned that she was concerned that the zinc in fixodent might be causing the swelling and the dryness. The case outcome for swelling upper and lower lips were recovered; outcome for very dry mouth was unknown. Past medical history included: allergy - seasonal, drug allergy - anti-inflammatories, medical history - has dry eye and puts drops in them. Concomitant medications included: cardiovascular system drugs (presently norum and hydralazine; kept changing to see if the swelling was caused by the medications she was taking). Other product used previously without incident: yes - fixodent original for 20 years. No further information was provided. On (B)(6) 2013: received lot check results which revealed no other reports or complaints were received. On (B)(6) 2013: received completed product experience questionnaire which revealed: the consumer had discontinued use of the denture adhesive on (B)(6) 2013. The consumer visited the emergency room a total of three times for her symptoms and during one visit was hospitalized for 24 hours. She was diagnosed with angioedema and given intravenous benadryl 25 mg, intravenous solumedrol 125 mg, and pepcid 20 mg via unspecified route. On (B)(6) 2013, the consumer had a food allergy skin test and an aeroallergen skin test which she passed, followed by a blood test which showed no problems. All event outcomes were recovered. Past medical history included: hypertension and denture wearer. Concomitant medications included: tenormin and hydralazine. No further information was provided.